Event description:
It was reported that the right ventricular (rv) lead had no capture at 8v at 1.5 ms., oversensing and high impedance due to a possible fracture. The rv lead was programmed off and a few days later was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 407652, lead, implanted: (B)(6) 2010; 419588, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead integrity alert triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, sensing integrity counts incremented up to 1050 and there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. On (B)(4) 2014, rv pacing impedance measured 4047 ohms, up from the trend which had been stable at approximately 500-600 ohms. An rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes. (B)(4).